Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the right ventricular (rv) lead had poor sensing and capture in multiple sites. The lead was removed from the patient and was coil was bent. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.